Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter dcgr165-n3160 has been returned and investigated. Performed visual inspection on returned meter and no issues were observed. Meter did not turn on upon button press and strip insertion. The meter was de-cased and an internal visual inspection was performed and observed no issues. An extended investigation was performed and determined the cause to be isolated to a faulty central processing unit (cpu), thereby preventing the meter from powering on. Since the cpu(central processing unit) acts as a communication link between different components on the meter, any damage to the cpu could prevent the meter from powering on. Mix-match testing was performed, and a known good cpu was placed on the returned printed circuit board assembly (pcba). The returned meter powered on and was able to function. The returned cpu was then placed on a known good pcba, the known good pcba did not power on. Therefore this issue is confirmed to a failed cpu. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.